Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had a prime rewind issued and keypad anomaly on the insulin pump. The customer's blood glucose level was 250. The customer was treated with manual injections. The customer mother stated that her son insulin pump won't come out of the priming sequence and has an a33 alarm and also keypad issues. The troubleshooting was performed. The customer was advised that the insulin pump will be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.